Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device was not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was constantly beeping and that he had to remove the battery in order to get it to stop. The customer then obtained a new battery and installed it in the unit. The device stopped beeping; however, upon trying to power it on the device locked up and became unresponsive. There was no patient use associated with the reported event.